Event description:
The customer reported that she was hospitalized due to hypoglycemia. Prior to the event, the customer was found unconscious by her daughter. The paramedics came to her home and tested her blood glucose. The reading with her glucose meter was 86 mg/dl. The paramedics then tested her using their glucose meter, and the blood glucose was too low for their glucose meter to read. The customer stated that she has low blood glucose unawareness. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer's priming technique was also correct. The customer felt that her glucose meter was reading inaccurately, and was in the process of getting a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.